Manufacturer narrative:
Product analysis investigation could not be conducted since the product was disposed and it was not returned to bwi. Device history review was not performed because lot number was not provided by the customer. The following bwi devices were in use: carto 3 system us, catalog #: fg540000, serial #: (B)(4). Stockert 70 system us, catalog #: s7001, serial #: unknown. Cool flow pump us, catalog #: cfp002, serial #: unknown. Lasso nav variable eco us, catalog and lot #: unknown. Accunav and cs ez steer reprocessed catheters. (B)(4).

Event description:
It was reported that during the cryo case, while the physician was touching up lspv (left superior pulmonary vein) with the ez steer thermocool sf catheter, the patient's blood pressure dropped suddenly when the physician was ablating around the vein and pericardial effusion was confirmed. Pericardiocentesis was performed and the prognosis for the patient was good. Updated patient's health status was stable. The outcome of the adverse event was reported as fully recovered.